Event description:
It was reported that during a pulse generator replacement procedure, insulation damage and discoloration at 3 cm from the distal tip was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal insulation abraded at 3.5 cm from the leap tip. This damage was most likely caused by calcification embedded in the fibrous tissue of the patient's heart. The calcification together with the movement of the heart could cause abrasion to the insulation, but would not affect lead performance. The lead exhibited normal electrical characteristics.